Event description:
.

Manufacturer narrative:
Device is being serviced.

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician noted a diagnostic code in the ventilator log history that indicated there was a vent inop due to an exhalation autozero failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use on a patient, therefore there was no patient harm or involvement.

Manufacturer narrative:
The unit was in use on a patient.